Event description:
It was reported that the patient presented to the clinic and t-wave oversensing (twos) was evident on the real-time strips. The twos went away when the right ventricular (rv) lead sensitivity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2013; 429688 lead, implanted (B)(6) 2013. (B)(4).